Manufacturer narrative:
The stain lot numbers and expiration dates were requested, but not provided. The field application specialist repaired the software tables used by the system software. The issue was resolved after this action. The investigation is ongoing.

Event description:
The initial reporter stated there were issues with different stainings on the benchmark gx stainer system. Patient sample slides were allegedly stained with the wrong staining reagents. Some of the samples were not even stained. Slides that should have been stained for ki67 had her2 staining instead. Other stains affected included ER, pr, and e-caderin. The customer confirmed that the slides were correctly labeled. The incorrect staining results were recognized by the pathologist and no questionable results were reported outside of the laboratory.

Manufacturer narrative:
The allegation has been verified as a software issue in ventana system software (vss) 12.5.4, as vss can duplicate the usids of new internal orders, potentially leading to protocol read mismatches and inappropriate staining. Customers have been notified of the issue and the issue is addressed in a new software update. The issue is unlikely to cause harm. Although the failure mode could theoretically lead to a false negative or false positive result, given the low frequency and high rate of detectability of the failure mode, combined with the presence of clinical mitigations such as slide controls, it is not likely that this failure mode would cause adverse health consequences.